Manufacturer narrative:
This event is now reportable for serious injury after additional information was received.

Event description:
Additional information received reported the reason for the pump replacement was because there was a question about whether the catheter was attached after the imaging was unclear. It was also reported that the pump was close enough to end of service (eos) to replace instead of doing a second procedure. No further information was provided.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), product type: catheter.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving dilaudid 35mg/ml via an implanted pump. Indication for use was noted as non-malignant pain and radicular pain syndrome (radiculopathies). It was reported that the pump/catheter connection piece was damaged during the case on (B)(6) 2016 and so they replaced it with suture-less connector accessory kit. The original length was 89cm and they removed 12.9cm leaving 76.1cm. The suture-less connector kit was 7.6cm, making the total length 83.7cc. It was reported that replacing the catheter piece resolve the connection issue and there was no therapy issue related to the even, as the connection piece was just damaged during the case and not prior. Back table prime was being performed. The cause of the connection piece getting damaged was because the surgeon had nicked it with a scalpel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.